Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two trial leads with the same lot number. It was reported the patient had persistent pain in the right leg. The pain became progressively worse since the trial procedure. The right leg is included in the original pain pattern. Follow up revealed the right leg pain is getting better each day. The physician believes a lead may have touched a nerve during placement and caused the persistent right leg pain. The trail was completed and the patient may consider a permanent implant.